Event description:
Page 2 of 10 my 6-year-old daughter has type 1 diabetes and uses a dexcom g7 continuous glucose monitor (cgm). We have experienced repeated issues with inaccurate sensor readings. Each time we encounter a problem, we report it to dexcom, but the issues continue. On the night of april 6th, we noticed that the cgm had been providing inaccurate readings for approximately seven hours. At 01:03 am on 4/7, the sensor displayed a glucose level of 147 mg/dl. I suspected the reading was incorrect and performed a manual finger stick test, which showed her actual blood glucose was 65 mg/dl. This discrepancy could have led to a dangerous situation. If I had not manually checked her glucose, her insulin pump might have delivered a correction dose based on the false high reading. This could have caused severe hypoglycemia, especially since we all could have been asleep and might not have noticed the symptoms in time. This incident demonstrates a serious safety concern with the accuracy of the dexcom g7 cgm, particularly in pediatric patients who rely on it for insulin dosing decisions.